Event description:
Patient receiving ecp (extracorporeal photopheresis) treatment to treat ctcl (cutaneous t-cell lymphoma), as per usual protocol. At start of photoactivation of white blood cell, the collection machine gave repeated "lamp failure" alarms. Alarms unable to be cleared by removing/reinstalling lamp sets. Notified therakos clinical support and called biomedical engineering. They were unable to clear alarms and treatment could not proceed. All blood products were returned to patient, but no white blood cells were treated. Patient tolerated well. Machine was taken to biomed for further evaluation and probable replacement of circuit board. Patient was instructed to avoid sun exposure due to unactivated methoxsalen (not photoactivated) in her system, and the potential for increased risk of sunburn x 24 hours; patient indicated understanding. Per therakos, not necessary to save kit or data key since this appears to be machine problem. Notified pa (hematology/oncology) and unit manager of the inability to complete ecp.biomed with assistance from therakos technical support determined there was a main circuit board failure.